Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was functional, but the device could not be unlocked, and a short video was provided demonstrating the issue; a replacement was arranged and the user was instructed on shutdown, data sync to the mobile app, cgm use, and return logistics. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no hospitalization, and continued therapy with backup methods. Investigation included review of user report, device history and service records, and coordination for device return. Investigation of this case revealed a device operational failure consistent with an inability to unlock despite a responsive display, indicative of a user-interface or lock/unlock control malfunction; no patient harm was identified. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.